Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the vascular damage issue was not determined since product was not returned and sufficient information is not provided in the clinical description. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
There is not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant reported there was bleeding from the right groin, which was the site of the impella cp access. 1 unit of packed red blood cells (prbc's) were given to the patient. The plan was to wean the patient and to remove the impella and surgical repair was to be performed in the or. However, when the patient was moved to the or table, the patient had pulseless electrical activity arrest. The patient had a dnr and the patient expired after 15.28 hours of support. No allegations were made towards the impella cp for cause of death.